Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During follow-up, high capture threshold, low impedance, and low sensing were observed. The device was reprogrammed and will continue be monitored by follow-up. The patient is in stable condition.